Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was observed. The cause was determined to be a failed backflex..the rear case was replaced.

Event description:
It was reported that a spectrum pump powered off without user input in the nursing care area. It was also reported there was no patient involvement.